Event description:
Medical device marketed by radiancy, inc by rep as cure or "eradication" of acne. This was stated emphatically on more than one occasion to pt's medical provider. After hours medical clinic was the sole reason for pt purchasing services. Radiancy's l.h.e. -light heat energy-, which is to their understanding up for approval by the f.d.a., was touted that it would "eradicate acne". This treatment only provided marginal improvement for pt at first regarding chronic acne that pt experiences on their back. However, after several treatments their acne returned to the state where it was when pt began this process, if it wasn't even worse. The treatments were carried out to specification, as contact was maintained & device taken from the co rep from atlanta through most of the duration of these treatments. Pt would like their $800.00 back from radiancy, inc., which was the fee pre-negotianted with pt's medical provider.